Manufacturer narrative:
(B)(4).

Event description:
There was much blood mixed with air in the ars (syringe) and the ars was suspended leak during aspirating the blood to confirm whether the catheter was inside the vessel. Then removed the ars and found the ars leak during testing with physiological saline. Changing to the other set to proceed. The second insertion took pain to the patient and delayed the best time to treat and would cause local hematoma and serious risk. Involved 1 unit."

Event description:
There was much blood mixed with air in the ars (syringe) and the ars was suspended leak during aspirating the blood to confirm whether the catheter was inside the vessel. Then removed the ars and found the ars leak during testing with physiological saline. Changing to the other set to proceed. The second insertion took pain to the patient and delayed the best time to treat and would cause local hematoma and serious risk. Involved 1 unit."

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars) and introducer needle for evaluation. The components were visually inspection and no issues were identified. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it did snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample passed the functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded and the plunger was pushed into the barrel. Resistance was felt and the plunger body was not be able to move to the bottom of the syringe; therefore, the sample passed the push leak test. The syringe and needle were used to draw and aspirate water. No issues were identified. A device history record review was performed with no relevant findings. The report that the ars leaked could not be confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test, the push leak test, and functional testing with water. No leaks were found during testing and the syringe was able to aspirate. The reported complaint issue could not be reproduced with the returned sample; therefore, no further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
There was much blood mixed with air in the ars (syringe) and the ars was suspended leak during aspirating the blood to confirm whether the catheter was inside the vessel. Then removed the ars and found the ars leak during testing with physiological saline. Changing to the other set to proceed. The second insertion took pain to the patient and delayed the best time to treat and would cause local hematoma and serious risk. Involved 1 unit."